Manufacturer narrative:
Additional information has been requested to the sales representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request to review some of this patient's cardiac events was made, which appeared abnormal with multiple recent stored atrial tachy response, ventricular events and measurements that are in range, except for history of elevated shock impedances. According to technical services (ts), this patient got multiple shocks for what later appears to be rapid ventricular response for rates in the ventricular fibrillation zone, to then return to his baseline atrial tachycardia (at). The shock appears to trigger atrial fibrillation, which continues until is converted by the next shock. The arrhythmias that were treated, despite converting, the sinus rate remained elevated, however, below therapy zone. Thus, ts states that is reasonable to conclude that this case arrhythmia was initiated with at but then the morphology changes and ventricular rhythm becomes faster than atrial. In addition, ts indicated that this right ventricular (rv) lead requires further evaluation as the shock impedance was high out-of-range. The patient's 12 month history shows peaks of 141 and lows of 98 ohms. Both this patient's implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request to review some of this patient's cardiac events was made, which appeared abnormal with multiple recent stored atrial tachy response, ventricular events and measurements that are in range, except for history of elevated shock impedances. According to technical services (ts), this patient got multiple shocks for what later appears to be rapid ventricular response for rates in the ventricular fibrillation zone, to then return to his baseline atrial tachycardia (at). The shock appears to trigger atrial fibrillation, which continues until is converted by the next shock. The arrhythmias that were treated, despite converting, the sinus rate remained elevated, however, below therapy zone. Thus, ts states that is reasonable to conclude that this case arrhythmia was initiated with at but then the morphology changes and ventricular rhythm becomes faster than atrial. In addition, ts indicated that this right ventricular (rv) lead requires further evaluation as the shock impedance was high out-of-range. The patient's 12 month history shows peaks of 141 and lows of 98 ohms. Both this patient's implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that a request to review some of this patient's cardiac events was made, which appeared abnormal with multiple recent stored atrial tachy response, ventricular events and measurements that are in range, except for history of elevated shock impedances. According to technical services (ts), this patient got multiple shocks for what later appears to be rapid ventricular response for rates in the ventricular fibrillation zone, to then return to his baseline atrial tachycardia (at). The shock appears to trigger atrial fibrillation, which continues until is converted by the next shock. The arrhythmias that were treated, despite converting, the sinus rate remained elevated, however, below therapy zone. Thus, ts states that is reasonable to conclude that this case arrhythmia was initiated with at but then the morphology changes and ventricular rhythm becomes faster than atrial. In addition, ts indicated that this right ventricular (rv) lead requires further evaluation as the shock impedance was high out-of-range. The patient's 12 month history shows peaks of 141 and lows of 98 ohms. Both this patient's implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.